Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 7, 2023. The investigation of the impacted product was completed by the failure analysis lab on march 14, 2023. Device evaluation summary: the product was returned to mentor for evaluation. The tubing, the connector, and the injection dome were not returned. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have an area of missing material measuring approximately 0.8 x 0.4 cm and a tear (a) measuring approximately 1.0 cm, both on the anterior view. Additionally, a tear (b) was observed on the posterior view, measuring approximately 0.1 cm within a crease/fold. Microscopic examination was performed on the edges of the tears (a), (b), and the missing material. Parallel striations were found in an area of the tear (a) and the missing material, measuring approximately 0.1 cm on both. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear (a) and the missing material could not be identified. No instrument damage was observed at the edges of the tear (b). The evaluation determined that the possible cause of the tear (b) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female who had mentor smooth round spectrum 275cc saline prostheses placed experienced spontaneous right sided rupture post procedure. The deflation was diagnosed at the physician¿s office. As a result, bilateral prosthesis replacement with mentor smooth round spectrum 275cc saline prostheses was performed on (B)(6) 2023.